Manufacturer narrative:
Per tandem¿s cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/ novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is reusing cartridges and using off label insulin (admelog). Tandem technical support recommended the customer change to a new cartridge. Additionally, tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin.